Manufacturer narrative:
A visual inspection was performed on two opened and used enlite sensors found both sensors cannulas were retracted inside of the sensor base, no broken or missing parts were observed during our analysis; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the transmitter did blink when it was connected to the sensor. Customer's blood glucose was unknown. Customer mentioned the cannula was missing when the sensor was removed from the body. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.